Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service. An error code was found in the ventilator's downloaded error log related to the charging of the internal battery was observed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the error code related to the internal battery not charging was not confirmed. There was an error code related to the detachable battery observed in the downloaded error log. The device's detachable battery needs to be replaced to address the issue. The customer does not want any repairs done to the unit. Unit will be returned unrepaired.

Event description:
A ventilator was returned to the manufacturer for service. An error code was found in the ventilator's downloaded error log related to the charging of the internal battery was observed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.